Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown / unknown head / lot # unknown. Part #unknown / unknown cup/ lot # unknown. Part #unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -03340.

Event description:
It was reported a patient underwent an initial hip arthroplasty on an unknown date. Subsequently the patient was revised due to a dislocated constrained liner. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual review of the liner and constraining ring shows they are seated together and damaged upon return. Lot etch was confirmed. Liner shows nicks, gouges, and scratches to the inner and outer spherical surfaces. Anti rotation scallops are deformed and gouged. Polar boss on the outer spherical surface shows deformation and gouges. Visual review of the constraining ring shows nicks and gouges. Metal wear and deformation is present. No other damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.